Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away while wearing the insulin pump due to a car accident. It was stated that the customer was making a u-turn and got hit by a truck and killed. It was stated that the device screen was cracked pretty badly as well the battery compartment. No further information was provided.

Manufacturer narrative:
The insulin pump returned with no battery installed. The insulin pump returned with cracked and bleeding lcd glass. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to bleeding display. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked case and scratched display window noted.